Event description:
It was reported that the patient experienced near syncope with chest pain, and ultimately went to the emergency room where intermittent atrial undersensing was observed. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concommitant product: 407658 lead, implanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The right atrial (ra) lead was capped.